Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis has completed their investigation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively. The instrument failed the energy delivery test. An electrical continuity test was performed and passed. The instrument was found to have damaged conductor wire insulation and thermal damage was observed. The instrument was found to have a cracked yaw pulley with no missing material. The instrument was also found to have a dislodged ceramic sleeve and no missing material. A review of the instrument log for the permanent cautery hook (part # 420183-14/ lot # n1180829-524) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sh1092. The alleged event occurred on the 5th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event were available for review. Based on the information provided at this time, this complaint is being reported because the permanent cautery hook instrument had damaged conductor wire insulation, along with thermal damage, with no indication or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an issue with a permanent cautery hook instrument. No further information was provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts, but was not able to obtain any additional information on the complaint.